Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 556 mg/dl and 600 mg/dl, which was treated with bolus wizard. Customer's symptoms of high blood glucose were nausea and vomiting. Caller declined troubleshooting for high blood glucose and was going to take customer to the emergency room.